Event description:
Surgeon was performing a thoracotomy. The procedure started out as thorascopy/endoscopy. The stapling device failed. The cutter misfired; when the second handle (stapler) was squeezed, it did not cut the tissue. The surgeon had to make an open incision to proceed with the case. The device was pulled and labeled.